Manufacturer narrative:
Concomitant medical products: dtmc1qq crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with chest pain. It was noted that the left ventricular (lv) lead exhibited loss of capture and the patient was experiencing premature ventricular contractions (pvc). A device check was done the next morning, and the lv lead appeared to be functioning normally. The patient's medication was adjusted to relieve the chest pain and the lv lead remains in use. No further patient complications have been reported as a result of this event.